Event description:
Vendor - depuy synthes dropped of loaner tray. Employee in sterile processing opened tray later that day for processing and found live maggots in tray. Vendor was notified and investigation initiated.